Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with a highest blood glucose of 401 mg/dl after a shower, with no symptoms reported and concern about possible infusion tubing or site issues; the user wore a cannula infusion set and had been using the right-side site, then switched to the left side and resumed insulin delivery, and drops were observed on tubing test. Symptoms included no reported clinical effects. Outcomes included user self-management with a supply change and observed downward glucose trend. Investigation included troubleshooting and user education, including tubing verification, site rotation guidance, and supply change. Investigation of this case revealed an unclear cause of hyperglycemia with potential contribution from site integrity or tissue factors, with no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.